Event description:
During an alif atb surgery, a ti anterior tension band plate was implanted with femoral ring allograft and four 5.5mm ti cancellous locking screws. Immediately post operative, placement was found to be acceptable. Follow up x-ray taken showed spondylolisthesis with anterior movement of graft, still within the disc space contained by the atb, but definitely different from previous x-rays which showed graft and plate in perfect position.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.